Event description:
It was reported that the patient presented to follow-up and low sensing values and high threshold capture were noted. Via fluoroscopy, the lead was dislodged. During repositioning procedure, the physician was unable to unscrew the screw of the old lead. The lead was explanted and replaced. The physician discarded the lead as no anomaly was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.